Event description:
Country of complaint: (B)(6). Complaint from a veterinarian customer: allergic reaction after routine ovh, female canine did not stop scratching and the zone of suture was erythematous and reactive with inflammation; she scratched so much that the sutures burst and was she was operated on again using monosyn resulting in an even more exuberant reaction. She had extreme itching and was unresponsive to hydroxyzine. She was operated again and the sutures of monosyn were removed and replaced by nylon, meanwhile there was contamination of the suture line and a drain had to be placed. Three days after this surgery, another dog experienced the same effect approximately 24 hours after surgery. Same batch of thread was used.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: samples received: 2 unopened pouches. Both packs are tight. There are no previous complaints of this code batch. There are no units in OEM stock. There are risks (side effects) associated to the use of the monosyn suture, which are typical for any (absorbable) suture. Review the batch mfg record, this product had a normal process, a normal sterilization process, the sterilization control was right and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/ preventive actions: not applicable.